Event description:
It was reported the patient had been having an issue the previous couple months. It was noted when the patient turned off the neurostimulator it seemed to go off in her back but not her legs. It was logged the patient was implanted 7 years prior to report. It was noted the patient had just moved from (B)(6). Additional information received reported residual stimulation. It was logged this had been going on for "quite some time". It was noted the patient would turn the neurostimulator off and especially on one side would continue to feel stimulation. It was logged that it used to be short but at time of report, it was lasting hours. It was reported the patient turned stimulation off the other day and felt residual stimulation then turned stimulation on the day prior to report and could not feel stimulation on one side. It was reported he adjusted and switched programming, but still did not feel stimulation on one side. It was reported there were no falls/traumas.

Event description:
It ws further reported that the patient had an appointment for reprogramming the last week (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).